Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Rep reported that the patient was diagnosed with a possible shunt failure. After exploratory surgery, the physician tested both catheters and confirmed that they were working properly. As a result, the valve was determined to be the source of the problem. The doctor replaced the vavle with a new chpv of the same kind.